Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected np sample on (B)(6) 2021 from an asymptomatic, unvaccinated patient that was being tested for travel purposes. Sample was tested on (B)(6) 2021 with xpert xpress sars-cov-2 producing the result was sars-cov-2 positive. Sample was re-tested on (B)(6) 2021 immediately following completion of the initial run with xpert xpress sars-cov-2, same product lot, the result was sars-cov-2 negative. Results were reported out to the physician. No information available regarding the outcome or treatment of the patient. Review of data provided by the customer showed sars-cov-2 positive results with late CT's but no evidence of product malfunction. Cepheid's patient safety board reviewed the case and the data provided by the customer. Review of all xpert xpress sars-cov-2 tests show sars-cov-2 positive result with late CT's and normal amplification curves and normal epf values. Repeat result shows normal spc; no evidence of product malfunction. Likely root cause is viral nucleic acid at or below the assay limit of detection resulting in reduce reproducibility. Late cycle threshold value provide to customer and assessment on (B)(6) 2021. No response received as of (B)(6) 2021. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board member was not able to get impact to patient information. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected np sample on (B)(6) 2021 from an asymptomatic, unvaccinated patient that was being tested for travel purposes. Sample was tested on (B)(6) 2021 with xpert xpress sars-cov-2 producing the result was sars-cov-2 positive. Sample was re-tested on (B)(6) 2021 immediately following completion of the initial run with xpert xpress sars-cov-2, same product lot, the result was sars-cov-2 negative. Results were reported out to the physician. No information available regarding the outcome or treatment of the patient.